Event description:
It was reported that a malfunction alarm occurred, and the pumps alarm sound was not annunciating. The customer went to the emergency room and was subsequently hospitalized and admitted to the intensive care unit with a blood glucose level of 668 mg/dl; had a ketone level identified as dangerous by healthcare provider. Reportedly, customer was treated intravenously with fluids of saline and insulin. Further details regarding the event were not provided. Multiple contact attempts were made by tandem technical support to obtain additional information. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.